Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid right coronary artery with mild calcification. Pre-dilatation was performed and the 3.5 x 33 mm zeta stent delivery system (sds) was advanced to the lesion. During an attempt to implant the stent, the sds balloon did not inflate when inflated to 14 atmosheres (atm) once, and 16 atm twice. There was no leak observed. The sds was removed without issue, and a new zeta was used to treat the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the distal shaft and crystallized contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were two bends in the hypotube, 7 and 34 cm distal to the strain relief tubing. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. An attempt was made to pressurize the sds using a new indeflator filled with gastrografin, diluted 1:1 with water and the balloon did not inflate, confirming the reported difficulties. The sds was left pressurized in a warm water bath for three days. After the crystallized contrast dissolved, the sds was pressurized to the rated burst pressure (rbp)and the balloon inflated and held pressure. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon unable to inflate. Incidentally, the noted bends in the hypotube do not appear to have contributed to the inflation difficulties therefore it is likely the occurred during the procedure or during packing for return analysis. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents. Based on this investigation, there is no indication of a product quality deficiency.